Event description:
Boston scientific received information that the patient presented to the clinic with right ventricular (rv) loss of capture and impedance measurements over 2500 ohms. The physician opted to surgically abandon the rv lead due to a fracture. During the revision procedure it was noted that the patient experienced an asthma attack that was alleviated with the application of an oxygen mask. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.